Manufacturer narrative:
(B)(4).

Event description:
The patient reported had a visian icl implanted several years ago (2009). For the past few years he has had increased halos and starbursts in the right eye (od). His optometrist prescribed a low level refraction. The issue is getting worse and he has been experiencing haziness in vision and flaring of objects in dim lighting and bright daylight. The patient has the beginning of a cataract in anterior border of crystalline lens, which is mild. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.